Event description:
This rv lead was implanted (B)(6) 2001 and was capped on (B)(6) 2012 due to high shock impedance greater than 125 ohms and greater than 2000 ohms pace/sense. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).